Event description:
Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve leak failure for valve 4. Log files were pulled and analyzed to confirm this failure. The valve 4 will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have valve 4 replaced and undergo all necessary functional testing.

Event description:
The following has been reported: biomed reported - "service needed" error on one of the pumps. The serial # (B)(6). Waiting for confirmation of no patient harm and no report of issue stopping an active infusion. Waiting for biomed to send logs. Delay in reporting due to lack of oversight of email from site. Logs added. Infusion test ran and confirmed service needed error. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 4). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.